Event description:
It was by a family member that the patient the patient fainted passed out and was having seizures while having dialysis and was sent to the emergency room. The family member reported that the patient received over 50 shocks and the device was reprogrammed. The next day it was reported that the patient died. The family member questioned how many shocks the patient received and if the device was firing the way it was supposed to fire. The family member reported that the physician stated the ¿patient had acute respiratory disease and bacteria in the system and was tubed twice¿. The family member stated that the death certificate reported cardiogenic shock as the cause of death. The cause of death was requested from a medical professional and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the funeral home and physician office for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable defibrillation lead, product ID 6947m62, implanted: (B)(6) 2013; implantable pacing lead: product ID 5076-52, implanted: (B)(6) 2013. (B)(4).

Event description:
Additional information was reported indicating the following: a lawsuit was received that alleges: "the patient was prescribed a medtronic ICD-av devise that was implanted on (B)(6) 2013 after being diagnosed with life-threatening heart rhythm disturbances. On (B)(6) 2013, the patient was undergoing dialysis at the veterans administration hospital when the patient was found unresponsive and appeared to suffer seizure activity. It was determined that the patient was experiencing a wide complex tachycardia and a code blue was called. The patient received two rounds of 300 j electric conversion as well as medication where there was brief resolution of his cardiac arrhythmia. The patient was thereafter transferred to the emergency room where after the patient reverted back to the tachyarrhythmia requiring intervention that included administration of amiodarone, lidocaine, magnesium infusion, IV fluids, defibrillation over six times and subsequent intubation. The patient remained unresponsive and was admitted to the intensive care unit (¿ICU¿) where the patient remained until the death occurred on (B)(6) 2013. During the course of his hospitalization, the patient was found to have suffered hypoxia, shock and acute respiratory distress syndrome. The patient died from cardiogenic shock, myocardial infarction and coronary artery disease on august 7, 2013. Caused to suffer and incur severe and physical damages to his body resulting in extreme pain and suffering, that he required medical attention to treat injuries..." This information will be added to the ev ent and a supplemental report will be submitted with the additional information.